Manufacturer narrative:
Follow-up #1: date of submission 09/03/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 08/13/2015 with the following findings: a review of the pump¿s black box showed no evidence of no cartridge detected warnings (cs163). During testing, the pump successfully completed the rewind, load, prime sequence with no warnings occurring. The force sensor calibration was found to be within required specification. The pump case was removed and no damage was found to the force sensor or pins. The load step malfunction issue was not duplicated during investigation. There was no defect found.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.